Event description:
A malfunction occurred, and the customer's blood glucose level exceeded normal limits, displaying a high reading, though the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). It was determined that the malfunction code was not resettable, prompting technical support to send a replacement pump while the customer was instructed to return the malfunctioning pump within ten days to avoid charges. The customer was also provided with instructions for storing the old pump, programming the new pump, and connecting it to their continuous glucose monitor. Customer reverted to an alternative method of insulin therapy.